Event description:
Reportedly, the subject pacemaker was attempted to be implanted on (B)(6) 2021 with leads already implanted. During the procedure, after connecting the leads to the pacemaker, it was identified just unipolar capture of the atrial lead and ventricular pacing failure. The subject pacemaker was replaced by a non-microport device. Then, it was noted that the atrial lead still capture only in unipolar mode while the ventricular lead worked properly. The atrial lead was abandoned and replaced. No further irregularities were noted.

Manufacturer narrative:
Corrected. H6 (component) updated.

Event description:
Reportedly, the subject pacemaker was attempted to be implanted on (B)(6) 2021 with leads already implanted. During the procedure, after connecting the leads to the pacemaker, it was identified just unipolar capture of the atrial lead and ventricular pacing failure. The subject pacemaker was replaced by a non-microport device. Then, it was noted that the atrial lead still capture only in unipolar mode while the ventricular lead worked properly. The atrial lead was replaced. No further irregularities were noted.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was attempted to be implanted on (B)(6) 2021 with leads already implanted. During the procedure, after connecting the leads to the pacemaker, it was identified just unipolar capture of the atrial lead and ventricular pacing failure. The subject pacemaker was replaced by a non-microport device. Then, it was noted that the atrial lead still capture only in unipolar mode while the ventricular lead worked properly. The atrial lead was replaced. No further irregularities were noted.